Event description:
During the implant procedure, the physician decided to reposition the lifesite cannula which had kinked after attaching it to the lifesite valve, likely caused by suturing the valve first, before securing the cannula. The cannula was removed from the valve and lost down the "svc." Attempts to snare the cannula resulted in the cannula becoming 2 separate pieces. One piece was successfully removed. One piece is in the right ventricle and one is in the vicinity of the pulmonary artery, but not in it. The pt was released from the hospital the day of the incident.